Manufacturer narrative:
Section h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during tka, after performing femoral cuts with the gii mis dcf ap cutting block 5, the gii spc reamthru cr trial-size 5 left did not match the chamfer cuts previously resected. Due to this, the surgeon manually performed again the chamfer cuts, which allowed the size 5 implant to fit well, but still were not aligning with the size 5 femoral trial. Surgery was completed, after a non-significant delay, by placing the initially planned size 5 implant.

Manufacturer narrative:
H10: internal complaint reference (B)(4).